Manufacturer narrative:
No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- asr revision due to take place on (B)(6) 2013. Left asr xl. Reason(s) for revision: pain. Update form 57 received may14th, 2013. (B)(6) reference number, additional hospital added. (B)(6) reference number: (B)(4). Update - added lot numbers to stem and sleeve and added revision date. Taken from claimsuite dated (B)(6) 2013. Update nov 17, 2017: email notification from (B)(6) received. Product information updated. This complaint was updated on nov 20, 2017.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint 27260. Reason for original complaint - asr revision due to take place on (B)(6) 2013 left asr xl reason(s) for revision: pain update form 57 received may 14th, 2013. South africa reference number, additional hospital added. South africa reference number: fnol - 02203 update - added lot numbers to stem and sleeve and added revision date. Taken from claimsuite dated 1st july 2013 update nov 17, 2017: email notification from (B)(6) received. Product information updated. This complaint was updated on nov 20, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.